Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 7 mmol/l. The customer stated that after 3 batteries, the pump gave blank display every time. The customer was advised to discharge the pump and leave battery out for 30 minutes and put in a new battery. The customer was advised to call back when anomaly persist.